Manufacturer narrative:
(B)(4). The customer reported that the device was unexpectedly shutting down. The unit was evaluated at philips. The symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.

Event description:
The customer reported that the device was unexpectedly shutting down.